Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported via social media that the patient developed an infection. The patient underwent an explant procedure. It was noted that the patient is currently experiencing pain. No further information has been obtained despite good faith efforts.